Manufacturer narrative:
(B)(4).: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 80% stenosed, focal target lesion was 190mm in length and located in the severely tortuous superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced ipsilateral over a .035 guidewire and stent deployment was initiated. The stent was deployed 30mm using the thumbwheel. At this point, after several attempts, the stent could no longer be deployed with the thumbwheel or the manual pull grip. The stent delivery system was pulled back to deploy the remainder of the stent. The stent covered the lesion; however, the 30mm part stretched to 40mm. An additional 80mm innova stent was implanted to support the elongated innova. There were no further patient complications and the patient¿s status was reported as stable.